Event description:
It was reported that the "pump screen is missing functionality and lower left portion of screen does not function when patient pushes it." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.